Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro-centrifuge vial with moisture and clear residue on the lens. Visual inspection found no visible damage and residue on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -7.5/1.5/165 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
B4 - corrected to 04-nov-2019 in initial MDR. G4 - corrected to 04-nov-2019 in initial MDR. Claim#: (B)(4).